Event description:
A physician reported that the vitrectomy probe had no cutting during vitrectomy surgery. The aspiration condition was normal. The surgery was completed on the same day after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. One opened probe was received with a tip protector in a pouch. The sample was visually inspected and found to be conforming. The actuation and cut functionality of the returned probe was unable to be tested due to no presence of the inner cutter observed in the port. The probe was disassembled, and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling, the fillet was deemed conforming, no presence of adhesive observed on the inner cutter. Couple gouge marks observed at one location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The actuation and cut functionality of the returned probe was unable to be tested, due to no presence of the inner cutter observed in the port. The cause for the inner cutter not being observed in the port is the separation of components within the probe, which is a potential contributor factor for the reported cut failure at the time the event was reported. No presence of adhesive observed on the inner cutter; therefore, the exact root cause of the inner cutter detachment cannot be determined, however, a manufacturing related rot cause cannot be ruled out. A non-conformance investigation has been completed and action is being implemented in order to decrease the frequency of inner cutter detachments. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).